Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosis of a 7mmx4cm non bsc stent was located in the moderately calcified and moderately tortuous right superficial femoral artery. After a non bsc guide wire crossed the lesion, the 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated for 5 seconds however, it ruptured at 6 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient. The device was exchanged to a 4mm non bsc balloon catheter then a 5mm x 4cm sterling balloon catheter was used for additional dilation and the procedure was completed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosis of a 7mmx4cm non bsc stent was located in the moderately calcified and moderately tortuous right superficial femoral artery. After a non bsc guide wire crossed the lesion, the 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated for 5 seconds however, it ruptured at 6 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient. The device was exchanged to a 4mm non bsc balloon catheter then a 5mm x 4cm sterling balloon catheter was used for additional dilation and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a hoop. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and the hypotube was kinked 23.5cm from the strain relief. Microscopic examination of the balloon revealed a circumferential balloon tear 7mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).